Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient was diagnosed with exit block of the lv lead due to lv lead dislocation. An attempt to implant the lead from the contralateral side was done, but failed. Finally, the lead was repositioned for lbb pacing. Should additional information be received, this file will be updated.